Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number(B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative one 3i t3® tapered implant 4/3 x 15mm (bopt4315) was returned for investigation. Visual evaluation of the as returned product identified signs of usage but no significant damage was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth #45 (fdi) and was used for approximately 1 week. Device history record (DHR) review for the lot number (2019041300) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization record (op#210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (2019041300) was performed for similar events using keyword 'medical pain' and no other similar complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the implant in was removed due to pain. Patient has been in pain for a while, didn't feel right and agreed to remove the implant. Site had inflammation.